Event description:
During the operation, the device was taken out to be cleaned. The nurse attempted to clean the tip gently by wiping vertically, the silicone peeled off completely from one side of the jaw.